Event description:
The customer reported that the sys displayed a "cine drive not present" error upon attempt to use the cine function. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay or damaged vasculature. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and repaired a connector pin on the 5 volt power supply cable. The sys operates as intended.